Event description:
For over 20 years I have been experiencing muscle aches/pain mostly in my right neck and shoulder. I have also been experiencing chronic fatigue, numbness and tingling in bilateral arms and fingers, insomnia, hair loss, thyroid problems, g.I.(gastrointestinal) problems, food intolerances, chest pain, breast pain, brain fog, raynaud's syndrome, skin rashes, nail changes, shortness of breath as well as difficulty clearing my throat at times. The symptoms have been worsening over the past few years with an increase in symptom severity this past year. I've been going to chiropractor and massage therapy for over 20 years increasing from monthly to every three weeks this past year. I have had a negative cardio work up as well as negative blood work for arthritic panels as well as any autoimmune disorders. Upon discovering breast implant illness, I had a complete en bloc procedure removal on (B)(6) of 2022. My original set of implants were placed in 1995, experienced deflation of one implant in 2004 and had a removal of bilateral implants with replacement at that time. Since the removal of the implants, I have experienced relief in the chronic neck and right shoulder pain as well as the numbness and tingling sensations in my hands and fingers. Hopefully I will continue to see other improvements and other symptoms as time goes by. Interestingly, the pathology from the capsules surrounding the right implant revealed chronic inflammation. Thankfully, no cancer cells were detected. In addition, I was given a card stating I had 350 cc implants inserted; however, on removal, they were 300 cc implants bilaterally. FDA safety report ID # (B)(4).